Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f2301 captures the reportable event of the stent was removed using forceps. Imdrf impact code f2202 captures the reportable event of another endoscopic procedure to remove the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the stent was successfully deployed. However, on the same day, the patient experienced pain, and the stent was noted to have migrated outside of the puncture site. The stent was then endoscopically removed using forceps. The patient was subsequently transferred to the intensive care unit (ICU) due to multiple complications such as bleeding. In the physician's assessment, the device did not contribute to the patient being transferred to the ICU and the patient have comorbidities and medical history that may have contributed to patient's multiple complications.